Event description:
During the procedure the aspiration port detached from the trellis catheter manifold. No injury reported, manual aspiration was performed to complete the procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis peripheral infusion system was received for evaluation. No ancillary devices or cine images from the procedure were received. The trellis system was received within its shelf carton within a series of pouches that included its pouch. The returned trellis system consisted of its oscillation drive unit, (odu), with dispersion wire and manifold catheter. The odu was attached to the manifold catheter, and the aspiration port was noted to be separated from the manifold. Sanguine residue was noted in and on the manifold. The male end of the aspiration port was examined an amorphous substance was noted in the bond area. The amorphous substance could be balled up and pulled into strings. The female part of the aspiration port was examined after the removal of crystalline sanguine material an amorphous substance was noted in the bond area. The amorphous substance could be balled up and pulled into strings.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies releavnt to the reported event. Additional information has been requested, including the return of the device. Should the information and/or device become available a supplemental report will be submitted.